Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of (B)(4). The device involved in the event was not returned; therefore a return sample evaluation was not performed. Bezoar is a known complication of a peg-j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, patient in greece underwent procedure for replacement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Report indicated that the patient reported stoma site pain for one month. For this reason, a gastroscopy was performed on (B)(6) 2019 whcih showed that the tip of the intestinal tube had a bezoar. Peg -j tube was replaced.

Manufacturer narrative:
Reference record (B)(4). A used sample was received for evaluation. The y-adaptor and peg-j tubing were returned. A visual inspection was performed. No bezoar was present at the end of the j-tubing. No apparent damage or defects were observed to the j-tubing. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
The sample was returned and evaluated.